Manufacturer narrative:
Eval results: inspection of ipg showed heavy discoloration at bottom septum and where header meets the can, with moderate discoloration on top septum. Bottom septum was cored. Communication established via lab pt programmer and lab utility. Ipg failed specification tests. Testing revealed inability of stimulation pulses on several output pins to meet expected levels. Manipulation of the header showed varying levels of actual output. Microscopic analysis after excavation of silicone header material around bottom septum revealed broken pins on the header, causing intermittent high impedance. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had experienced a loss of stimulation. A full parameter diagnostic indicated valid impedance values on all contacts; however, the amplitude did not turn up. The physician planned to revise both the system lead and the ipg. During the procedure, the physician decided to explant and replace the system ipg as the lead tested normally. No further pt complications were reported.